Event description:
The reported stated that the patient was experiencing a blood glucose level of hi on the meter with nausea, vomiting, and moderate ketones. During troubleshooting the reporter stated that when changing the site and set, the cartridge compartment was found to be wet. The reporter stated that the cartridge was discarded; no troubleshooting of the cartridge was conducted as the cartridge was not available however the reporter stated that she did not remember seeing any damage to the cartridge or luer connection. This report is made based on the allegation that the patient experienced hyperglycemia associated with a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)